Event description:
It was reported that the insulin pump alarmed for a motor error. The blood glucose reading was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube window corners, a cracked reservoir tube lip, minor scratches on the lcd window, broken battery tube threads, and a cracked belt clip slot.